Manufacturer narrative:
Root cause: a specific root cause for air in the blood diversion pouch is undetermined. Possible root causes include but are not limited to:- an operator error, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing allowing a portion of the tubing to allow airto pass.- a defective clamp.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Corrective action: an internal CAPA has been initiated to evaluate reports of air in sample bag. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported air in the sample bag prior to phlebotomy of the donor. As confirmed with the customer, the operator found air entering the sample bag before connecting the donor and ended the run. There was not a transfusion recipient or patient involved at the time of this incident as the reported issue was detected prior to starting the procedure, therefore no patient/recipient information is reported for the event. It was also confirmed that no medical intervention was required for this event. The trima disposable set is not available for return because it was discarded by the customer.